Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 13.8 mmol/l (mobile system) and 6.9 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation, however, the suspect strips have been used up by the customer and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(6). Device will not be returned.